Event description:
The customer originally returned her evis exera ii ultrasound gastrovideoscope due to a control knob issue noted following the completion a therapeutic procedure. According to the initial reporter, the scope cable broken at the end of the procedure, with no harm or impact to the patient. During the device evaluation, it was discovered that the adhesive of the subject device was cracked and peeling. This report is being submitted to capture the cracked and peeling adhesive.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, no angulation when the right level knob is under manipulation. Additionally, as noted in b5, the adhesive on the distal end was cracked and peeling. Consequently, the scope was leaking and fluid invasion had caused corrosion to occur. It was also noted that the the grip unit had a broken chain and the pink rubber unit on the probe was chipped. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 15-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.